Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported by surgeon: woman with ceramic on ceramic articulation, trident shell implanted 10-15 years ago. Fell about 6 months prior to revision, pain and squeaking. Patient was revised (unknown date). Intraoperative observations: the ceramic (of the liner) had completely dissolved, there was no ceramic left. Wore entirely through the ceramic liner to the metal portion of the liner. Burnishing on the ceramic head.